Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed due to these alarms. No reset anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
Customer called to report the insulin pump alarmed during the priming process. Insulin was squirting out of the insulin pump. The customer had used 3 different infusion sets. Blood glucose reading was 55 mg/dl. The customer had treated iwth a juice and fruit snack. Found that the drive support cap was protruded. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).